Event description:
A vns treating physician reported that one of his patient passed away. No further information has been received from the patient's treating physician. It was reported in their obituary that they died peacefully in their sleep. It is unknown if the patient passed from sudep and at this time given all the information available a probable sudep. Good faith attempts are underway for further information surrounding this patient's cause of death.

Event description:
Good faith attempts have been made and no further information has been attained.

Event description:
Cause of death information obtained from the (B)(4) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was cardiomegaly which was contributed by unspecified anxiety disorder and other, unspecified convulsions. There is no allegation or other information indicating that the death is related to vns. .